Manufacturer narrative:
Eval summary: (B)(4) - resectoscope outer sheath. User facility returned the resectoscope outer sheath (B)(4) for our investigation and to be repaired. Visual inspection confirmed 40% of the ceramic tip was broken off. The base of the ceramic tip remained intact and secured in place. The mfg process was performed correct; e.g. Fixation of part. Richard wolf sales rep was present for the procedure and did not observe any reason for the tip to break. The outer sheath was repaired with a new ceramic tip and returned to the customer. The bipolar working element (B)(4) was also returned for routine maintenance. There was no malfunction associated with the working element. Cause of event: no conclusion can be drawn. This is also an isolated occurrence; first breakage.

Event description:
It was reported that two fragments of ceramic tip of introducer broke off inside uterus during a gynecological procedure. The tip pieces were retrieved with graspers under direct visualization. There was no pt injury.